Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section h6(removed 2993 and replaced with 1112 in medical device problem code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to pump went off, sensors were no longer connecting to pump because pump needed to be updated. The customer reported blood glucose value of 446 mg/dl. The customer was treated with muti dose injection, discontinue use of pump. The event involved products mmt-242a, mmt-1884, mmt-6102 and mmt-342. Troubleshooting was performed for high blood glucose. The customer has not used the insulin pump system within 48 hours of the reported event due to pump was not updated to use sensors and believed that pump was not working. Troubleshooting was performed for check for update. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No further patient complications were reported. No product return is required for mmt-242a, mmt-1884, and mmt-342. Product return is not applicable for non physical device mmt-6102.